Manufacturer narrative:
It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope's charged coupling device unit was peeled off and resulted in uneven illumination. There were no reports of patient involvement. This report captures the reportable malfunction identified during olympus' device evaluation.